Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station multiple drawers and tower doors had failed repeatedly. The field service engineer (fse) had observed a critical override on the medication station es and was informed by the customer of intermittent syncing issues with the system. The fse changed the network settings to 100 mbps and half duplex, restarted the system, and deselected the critical override option in the device settings. After restarting the carefusion application, the critical override was no longer present, and issues was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer and door. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
"It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer and door. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.